Event description:
Ous MDR - less impedance on the vd lead was detected. A lead dislodgement was diagnosed. There was a risk of an inappropriate shock. On (B)(6) 2014 the lead was explanted and new lead implanted. It was not possible to push the lead in the correct place, therefore the lead was replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available